Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Product event summary surgery date: (B)(6) 2011. The surgeon was putting a screw into the patient. Once the screw was in, he tried to release the driver from the screw and the tip of the screw driver broke off and remained in the screw. Surgeon then took a small part of rod and put this in the screw with a set screw on top and twisted the screw out of the patient. The screw was discarded. The rep was not in the case, hence why this was brought to her attention after the surgical date. Instrument will be held by the hospital for 2 weeks. At this time, the rep will send this back to the (B)(4). No patient complications were reported. A review of all documents included in the DHR for lot # xxx did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history of this part was conducted on (B)(4) 2011, which did not identify any applicable complaint trends for this fault mode. No further action is required at this time - this investigation is considered closed.

Manufacturer narrative:
The device was returned for evaluation. Macroscopic examination confirms driver tip broken off. Microscopic examination of fracture surface revealed a quasi-brittle fracture surface with river lines and no indication of fatigue or torsional overload. The angle of the fracture surface, in addition to the absence of torsional overload, usage and age of the instrument, suggest failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.